Event description:
I am currently experiencing breast cancer and I am currently taking chemo therapy. A bard power port was placed in my left shoulder. The power port is to receive meds and take blood. They had a problem with it the first time getting blood, but the chemo went in. The second the same thing happened. The third time it was broken in pieces in my left shoulder, moving over to my lung and a piece hanging out of my heart. I had surgery to get the pieces out and I don't know if any more pieces are in my body.